Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 71-years-old (at the time of the initial report) female patient of an unspecified origin. Medical history was not provided. Concomitant medications included insulin glargine for unknown indication and unspecified medication for blood pressure. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix 25) from a cartridge via a humapen savvio (red), at an unknown dose thrice daily, 16 units plus correction daily via an unknown route of administration for the treatment of an unknown indication beginning on an unknown date. On an unknown date, she had suspected cancer, therefore one of her kidney was removed. From an unknown date, her second kidney was only working six percent and she was on dialysis. During the coronavirus disease (covid) pandemic she had to wait for a new kidney and on an unspecified date in 2021, she got one kidney transplanted. From an unknown date, because of the kidney transplant, she got unspecified artificial antibodies. Since an unknown date, her humapen savvio (red) plunger became loose from time to time (pc number 6149242, batch 1704v03) and she had sugar shocks two times. The events of kidney cancer, kidney function decreased and sugar shocks were considered serious due to medically significant reasons by the company. Information about corrective treatments for remaining event were not provided. The outcome of events and the status of insulin lispro protamine suspension 75%/ insulin lispro 25% was not provided. No additional follow up would be requested as the contact information of both reporter and treating physician was declined. The operator of the humapen savvio (red), was unknown and his/her training status was not provided. The humapen savvio (red) general device model duration and the suspect device duration of use were not reported. The action taken with humapen savvio (red) was not reported and its return was expected. The reporting consumer did not provide the relatedness assessment between the events and insulin lispro protamine suspension 75%/ insulin lispro 25%, therapy or with humapen savvio (red). Edit (B)(6) 2022: updated medwatch and (B)(6) and (B)(6) fields for expedited device reporting. No new information added. Edit (B)(6) 2022: updated medwatch and (B)(6) and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 71-years-old (at the time of the initial report) female patient of an unspecified origin. Medical history was not provided. Concomitant medications included insulin glargine for unknown indication and unspecified medication. For blood pressure. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix 25) from a cartridge via a humapen savvio (red), at an unknown dose thrice daily, 16 units plus correction daily via an unknown route of administration for the treatment of an unknown indication beginning on an unknown date. On an unknown date, she had suspected cancer, therefore one of her kidney was removed. From an unknown date, her second kidney was only working six percent and she was on dialysis. During the coronavirus disease (covid) pandemic she had to wait for a new kidney and on an unspecified date in 2021, she got one kidney transplanted. From an unknown date, because of the kidney transplant, she got unspecified artificial antibodies. Since an unknown date, her humapen savvio (red) plunger became loose from time to time (pc number (B)(4), batch 1704v03) and she had sugar shocks two times. The events of kidney cancer, kidney function decreased and sugar shocks were considered serious due to medically significant reasons by the company. Information about corrective treatments for remaining event were not provided. The outcome of events and the status of insulin lispro protamine suspension 75%/ insulin lispro 25% was not provided. No additional follow up would be requested as the contact information of both reporter and treating physician was declined. The operator of the humapen savvio (red), was unknown and his/her training status was not provided. The humapen savvio (red) general device model duration and the suspect device duration of use were not reported. The action taken with humapen savvio (red) was not reported and was not returned to the manufacturer for investigation. The reporting consumer did not provide the relatedness assessment between the events and insulin lispro protamine suspension 75%/ insulin lispro 25%, therapy or with humapen savvio (red). Edit 13oct2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 27oct2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 09nov2022: additional information received on 07nov2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen savvio (red) device associated with (B)(4), batch 1704v03. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 09nov2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that the plunger her humapen savvio device "became loose from time to time" and that the device was faulty, "it does not release anymore." She experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1704v03, manufactured april 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regards to device not working or dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.